Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported similar information regarding csf leak, swelling like watermelon, infection. The patient had concerns about getting the issues dealt with. The patient reported her catheter is occluded and has always felt it is this way a couple of weeks ago. The patient reported that the pump put in (B)(6)2017 hasn't worked and the pumps before did.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had blood patches two times. She still has headaches and seroma at the catheter insertion site. The csf leak was not resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received regarding a consumer receiving bupivacaine [10 mg/ml] at a rate of 0.576 mg/day, and morphine [30 mg/ml] at a rate of 1.724 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that there was a pump/catheter issue. The patient stated she didn't wake up for three days and then on the fourth day the patient was becoming alert and then on the fifth day was oriented and fully alert. Because of their not waking up the healthcare provider (hcp) put the pump at a low setting and haven't been able to increase it up. Within a week of implant on (B)(6) 2017, the patient stated they had a cerebrospinal fluid (csf) leak after the new catheter and pump was put in and made the patient's pump pocket the size of a mini watermelon from swelling. They had a blood patch for the csf leak on (B)(6) 2017 and the hcp also took out 400 cc's of spinal fluid from the pump itself. The patient continues to have positional headaches and has never resolved. They were also diagnosed with blood clots and couldn't be given blood thinners because she just had a blood patch and they put in a filter and screen and sent the patient home. On (B)(6) 2017, the patient went in to get a refill and was determined that the pump was flipped and they couldn't fill it because of this. This was verified by doppler and the patient had an x-ray. On (B)(6) 2017, the patient said the physician would have to reposition the pump to keep it from flipping and said that he wanted to do a mesh. The patient states it made her very nervous to do anything at this point because of all the issues. The patient had surgery on (B)(6) 2017 and a mesh was placed and the patient initially had concerns with this but decided to have it done and was kept overnight for observation. A blood patch was given and when the hcp came in to discharge the patient later the pump pocket area felt very swollen and the hcp said that it was fine on (B)(6) 2017. By that evening she had a temperature of 100 degrees fahrenheit (f). Their temperature went up to 102 f and down to 99 degrees even with taking tylenol. On (B)(6) 2017, the patient went to the hospital because the pump area is extremely red hot and more swollen and expanding more towards the patient's back and abdomen and up towards her chest and down further. It is also hot to the touch and she is in the ER. The patient was started on an intravenous (IV) antibiotic and didn't get started. Another physician came in and said maybe the patient has meningitis and needs a lumbar puncture. The patient declined the lumbar puncture because they had a bone fusion from l2 to s1 and told them they couldn't get in there with a needle. The patient decided to let them do it and the hcp did four punctures and couldn't get in there with the needle to do it. The patient decided to go home and was sent home with oral cephalexin 500 mg tablets to take four times a day for 10 days. The glue has come off the incision where the pumps is and has oozing and dry blood. It was determined that they were experiencing symptoms of infection at the pump pocket site, redness, warmth, and fever. The pump pocket was surgically revised on (B)(6) 2017 to address the flipping issue. No further complications were reported/anticipated. Concomitant drugs: oral exphalexin 500 mg tablets (4 times per day) for 10 days

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.